Event description:
It was reported that when using the bd pyxis¿ es server, all stations did not receive new details. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not synchronizing across multiple stations, all of which were in critical override mode. A technical support specialist confirmed the server was online and, with customer permission, dialed into server es1223501app. A structured query language (sql) downtime query showed a 159-minute delay and a disconnected flag. The carefusion coordination engine (cce) date/time was outdated. After deploying an interface utility and restarting key services, the issue persisted. Health sight viewer (hsv) displayed patient data delays. The case was escalated to the iest team. Further checks on cce rhwapp965d revealed no disk or cpu issues, but mbm services were stopped due to a reboot at 1:03 am. The specialist reset cce services, restored mbm, and confirmed message flow resumed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations did not receive new details. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.